Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the emitter for the navigation system was not functioning as designed. The emitter was restarted to resolve the reported issue. There was a reported delay to the procedure between 5 to 10 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.